Manufacturer narrative:
Log file analysis review date: (B)(4) 2016; log dates through (B)(6) 2016: power consumption above normal operating range. Additional notes: a sharp increase in estimated flow and power consumption was observed on (B)(6) 2016. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed 2 rises in power consumption, first one being for the reported event date, and second one being for couple of weeks prior to the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had power consumption above normal operating range that were seen in the log files and monitor. Patient also had elevated hemolysis lab values. It was further stated that the patient received lysis. No additional information available.

Manufacturer narrative:
After review of additional information received, many sections have been updated accordingly. Additional information received from the site on the 11 apr 2016 stated that the patient was a (B)(6). He has been admitted since the (B)(6) 2015 and remained hospitalized at the time of event. There was no past surgeries or medical history that could have contributed to this event. The date of lysis was on the (B)(6) 2016, and the medication given was actilyse 50 mg; it was indicated that lysis was successful. The patient experienced no other symptoms except hemolysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.